Manufacturer narrative:
A device history record (DHR) review was performed for the lot number and there were no issues found that could relate to the reported complaint. The product was assembled according to specifications. The assembly process and mfg procedure for product code 30600143 were reviewed and there were no findings that could relate with the issue reported. The sample was not returned for eval, therefore, a root cause could not be determined and the complaint could not be confirmed.

Event description:
The complaint is reported as: "prior to surgery, when the bags are being attached to the circuits, the bags are breaking open." The customer indicated that the hard plastic piece that attaches to the anesthesia machine is cracking. The event occurred prior to use on pt at set up. No pt involvement.